Manufacturer narrative:
Technical support (ts) performed troubleshooting over the phone to determine failed split nut during preventive maintenance. Ts suggested to replace housing assembly and return module back to factory for service repair. Device history record a review of the device history record showed the device had a manufacture date of 11sep2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Over the phone troubleshooting.

Event description:
It was reported that the device failed preventive maintenance for split nut test. The tech replaced the housing assembly. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance for split nut test. The tech replaced the housing assembly. There was no patient involvement.